Manufacturer narrative:
E1 initial reporter facility name: (B)(6).the device was returned for analysis. Visual inspection revealed the imaging window was twisted and detached, along with the distal section of the catheter, and that these parts were not returned for analysis. Microscopic inspection showed the imaging window was torn and detached at the lapjoint and that there was imaging core windup. Impedance testing showed an electrical open at the distal end of the catheter which x-ray images show was due to a broken drive shaft and imaging core windup. Media provided by the site showed evidence of poor image.

Event description:
Reportable based on device analysis completed on 15dec2023. It was reported that visualization issues occurred. The 85% stenosed, 60mm x 3.00 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not clear. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed device detachment.